Event description:
It was reported that during an ankle fracture procedure, the guide wire broke off. The surgeon tightened the chuck and a second piece broke off, all pieces were removed and the case was completed without harm to the patient. This report is for file (B)(4).

Manufacturer narrative:
Is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the guide wire was received as three pieces in a plastic bag. Marks were visible through out the length of the part. The break points on each of the three pieces were noticed to be unusually perfect and flat breaks. Only the raw material and the overall diameter could be checked on this part. Since the part was damaged, the overall length could not be checked. Because no lot number was available or provided, manufacturing records could not be checked and with the part being damaged, this complaint was found to be indeterminate. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.